Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 08-aug-2023 section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received taped to the opened sterilization pouch. The lens was received cut in pieces. Haptic damage (bent) was observed however this may be attributed to receiving the lens taped down against the sterilization pouch. No additional defects were observed before and after cleaning the lens. Based on the return condition of the lens no further evaluation could be performed. Complaint issue of dc-haptic damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the non-preloaded ar40e model intraocular lens (iol) was fully inserted into the patient¿s ocular dexter (right eye) the haptic broke. The suspect iol was removed and another lens with the same model diopter size was implanted. There was no patient injury, no medical intervention, and no surgical intervention. Patient status post-procedure was reported as doing fine. No further information is available.